Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle was confirmed production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely a bilateral needle to cuff miss occurred. The bilateral miss prevented the plunger from full deployment. The posterior needle then would not be ejected and could remain attached to the posterior shank even when the plunger was removed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8.5f sheath hole prior to an atrial fibrillation interventional procedure. Reportedly, the sutures weren't attached [suture retrieval issue]. This occurred with two prostyle devices in a row. The suture of a new device was successfully pre-placed. The atrial fibrillation procedure was completed using the 8.5f sheath. Hemostasis was achieved with the pre-placed suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.